Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a blister on his head in january, and it got infected. The provider debrided the area. Patient went back to the provider on day of report to check the suture and the is no infection in the skull. Caller said the provider thought they had disconnected the lead wire, but then provider called patient's rep to let her know that she should turn therapy on. This was because patient felt something when the system was checked. When caller connected with patient programmer, she got oor immediately; navigation key didn't clear the error. Technical services redirected to the healthcare provider to further address the issue.

Event description:
Additional information was received from rep that the patient has appointment with healthcare provider on (B)(6) at 11 a.m. Technical services (ts) reviewed potential cause of oor with rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who was meeting with the patient for troubleshooting. Prior to calling the caller checked impedances and they showed all normal values. The caller turned stim down to 0v using the tablet and ended the clinician programmer session and they were still getting the oor message with the patient programmer. The caller stated that they tried to check the ins with two different patient controllers and got the same oor message. They provided the following: c+ 0- 2.4v 60us 160hz. The caller provided the following impedance results when run at 3.0v: case values were in the range of 788-895ohms, reference case: electrode 0 895ohms, ref 0: 3 1500ohms 2 1400ohms ,1230ohms, ref 1: 3 1400ohms 2 1128ohms, ref 2 3 1084ohms, therapy impedance: 888ohms current: 2.7ma. During the call, when the caller ended the clinician programmer session and attempted to interrogate the ins with the patient controller the oor message was not displayed. The caller attempted several interrogations and the patient controller was working as expected.